Event description:
Having bleeding and painful intercourse. Dr (B)(6) suggested she do the mona lisa touch procedure. She recommended three separate treatments. Each treatment was equally painful and the end result was more painful intercourse. Treatment dates were (B)(6) 2023. Dr (B)(6) said that sometimes people need a fourth treatment. I will not go through this again. Sometimes I have burning with urination, but always after sex. This procedure did not do what the doctor said it would, help with vaginal dryness and relieve pain during sex. The general public should be aware of this possible outcome. My doctor did not warn me of this and also said the procedure would only feel like a rubber band snap. However, a rubber band snap can be not so bad or really bad, it depends on how far back the rubber band is pulled back when it snaps. My point is, it snapped really hard many times with no good outcome.